Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2013, a nurse reported the patient underwent a tubing replacement but the tubes could not be flushed and stated the replacement failed. On (B)(6) 2021, a nurse reported the replacement failed due to a perforation. The nurse reported the patient is recovering and the issue is resolved. It was unclear where the perforation occurred and additional information was not available.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Gastro-intestinal perforation is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.